Event description:
The patient was intubated and the ett was found to be leaking air. It was reported the tube was tested prior to use. The ett was changed and no patient harm reported. Patient condition reported as "fine".

Manufacturer narrative:
(B)(4). The actual device sample was received for investigation. A visual inspection was conducted and a yellowish stain was observed on the tube indicating it had been used. Functional testing was performed and the cuff was inflated to 25mbar using calibrated endotest. The cuff pressure dropped rapidly. The sample was then immersed in water and air bubbles were observed flowing out from the cuff. The area of leakage was observed under magnification and a hole was observed on the cuff. The complaint of leakage was confirmed; however, a root cause for the issue could not be determined. There is a 100% leak test conducted at the manufacturing facility whereby any leakage would be detected prior to release. It is possible that the failure could be induced during product handling by the user, although this could not be confirmed.

Manufacturer narrative:
(B)(4).

Event description:
The patient was intubated and the ett was found to be leaking air. It was reported the tube was tested prior to use. The ett was changed and no patient harm reported. Patient condition reported as "fine".